Event description:
The customer reported that the rotator leaks around the o-ring while injecting. No harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device was not returned for an evaluation. The customer did not indicate if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer returned 86 unused devices, of which 30 were inspected and tested. All 30 devices passed pressure testing and exhibited no leaks or defects. Merit was unable to confirm the reported complaint. The root cause of the reported compliant could not be determine without the actual device.